Event description:
It was reported multiple incidents of inaccurate blood pressure measurements occurred from june 1 to present. Actual dates of occurrence are unknown. Total quantity and lot numbers are unknown. No allegations of patient injuries reported. Additional information requested from customer, but received no response.

Manufacturer narrative:
Multiple attempts were made to secure return of the device however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.